Event description:
It was reported that a pump indicated a cartridge change error. There was no reported impact to the customer's blood glucose level. The customer decided not to pursue troubleshooting with technical support.